Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The following sections were updated: g3, g6, h2, h4, h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. All records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. Based on the results of the investigation, the phenomenon was resolved with cleaning of the electrical contacts: dust or foreign objects caused poor communication and resulted the b30 error. The IFU (instruction for use) stated possible causes of scope communication err (b30) . Possible cause: foreign objects, such as detergent remnants, hard water residue, finger grease, dust, and lint are on the electrical contacts. The video system center cannot communicate with the endoscope. Solution wipe the electrical contacts on the endoscope connector using clean lint free cloths moistened with 70% ethyl or 70% isopropyl alcohol and completely dry them. After drying them, connect the endoscope to the light source. Stop using the endoscope and contact olympus. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
During a call with tac (technical assistance center) support engineer, customer stated they had multiple 190 scope series with the subject device and continued to get the b30 scope communication error. Tac requested the customer to check the output socket on the front of the clv-190 light source for any dust or lint buildup around the connectors that may be the cause of the b30 error. In a follow up call, customer reported they were able to wipe down the contacts on the scope with alcohol and was able to clear the b30 error. In addition, customer tried using multiple scopes through the course of the day and has not gotten the b30 error. The issue was resolved. System is functional. No other issue reported. Based on tac communication with the customer, cleaning the scope connectors, contacts resolved the issue. The root cause of the reported failure could be attributed to use handling and or maintenance issue. The scope contacts likely are dirty and cleaning it properly resolved the issue. This report will be supplemented accordingly following investigations.

Event description:
The user facility reported b30 scope communication error when using the scope 190 series. The issue found during an unknown event. There was no patient involvement, no user injury reported due to the event.